Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had their shunt installed (B)(6) 2017, and it malfunctioned several months later. The symptoms became worse. It was noted the valve must be adjusted all the time, yet it did nothing to alleviate the symptoms.